Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from the USA stating that the device "does not work". It was unknown if the device was used in surgery. There were no injuries or medical intervention reported. No add'l info was provided.